Event description:
When trialing for the femoral head the femoral insert broke into pieces when hit with the mallet while the trial was in the patient. All the pieces for the broken trial piece matched up and dr. Examined the surgical site and ordered a x-ray to be done in recovery room.